Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on the third day after placement, there was a 1 cm leakage of fluid from the central (internal) part of the body. Since the product has already been disposed of, a formal investigation report from the manufacturer has not been requested. Additional information received on 4/11/2025: the medication infusing at the time of the leak is unknown. The event did not cause a delay in treatment. The PICC was removed but complainant wasn't aware of whether a new catheter had been inserted. The catheter was 34 cm long and when they checked the leaking part after removing it, the leak was 33cm from the tip so "it must have been in the body. However, the leaking part was checked after the catheter was removed and the catheter insertion length may have changed while it was in place so it is ultimately unknown. There was no patient harm.